Manufacturer narrative:
Insulin pump passed the displacement test and selftest. Hardware low level failures alarmed during boot up and confirmed in pump history with variable due to broken trace at u1 keypad assembly. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
Device passed the displacement test and selftest. Pump error 63 alarmed during boot up and confirmed in device history with variable due to broken trace at u1 keypad assembly .no audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. Insulin pump had no delivery alarm and it was resolved. The insulin pump will be returned for analysis.